Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed, the visual inspection found that the laser fiber body was broken in 2 pieces. Microscope inspection found that the tip and the connector were in good condition, confirming the reported complaint as the customer reported that the fiber was kinked out of the box. The fiber analysis showed that the fiber was broken which was likely caused by the kinked. It is likely the kink occurred after the device was packaged during manufacturing but prior to use of the device by the complainant. The DHR review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. According to the labeling review states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, the conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that, during preparation for procedure, the fiber got kinked when unpacked. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device identified that the fiber body was broken.